Manufacturer narrative:
The device remains implanted and in service. This report will be updated when additional information is received. Patient code 3191 captures the reportable event of surgery. The explanted device is expected for analysis but has not yet been received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a significant decrease in the remaining battery longevity in the remote monitoring system. It was noted the previous longevity was 56% on (B)(6) 2019, but at the (B)(6) 2019 check the remaining longevity was 15%. Device data was reviewed by technical services. Analysis showed the power consumption was increasing abnormally. Device replacement was recommended for within or 60 days to ensure therapy would remain available. The device remains implanted pending a replacement procedure. No adverse patient effects were reported. Additional information was received. The device was explanted and replaced about five weeks later. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a significant decrease in the remaining battery longevity in the remote monitoring system. It was noted the previous longevity was 56% on (B)(6) 2019, but at the (B)(6) 2019 check the remaining longevity was 15%. Device data was reviewed by technical services. Analysis showed the power consumption was increasing abnormally. Device replacement was recommended for within or 60 days to ensure therapy would remain available. The device remains implanted pending a replacement procedure. No adverse patient effects were reported. Additional information was received. The device was explanted and replaced about five weeks later. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted and in service. This report will be updated when additional information is received. Patient code 3191 captures the reportable event of surgery. The explanted device is expected for analysis but has not yet been received. The returned s-ICD was analyzed and a review of the device memory revealed no system errors and that the power consumption had been gradually increasing over time. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Manufacturer narrative:
The device remains implanted and in service. This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a significant decrease in the remaining battery longevity in the remote monitoring system. It was noted the previous longevity was 56% on (B)(6) 2019, but at the (B)(6) 2019 check the remaining longevity was 15%. Device data was reviewed by technical services. Analysis showed the power consumption was increasing abnormally. Device replacement was recommended for within or 60 days to ensure therapy would remain available. The device remains implanted pending a replacement procedure. No adverse patient effects were reported.